Event description:
Customer reported the system shutdown during standby mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord plug. System operates as intended.